Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed pairing test with (B)(6) bluetooth and device failed. Performed 2nd pairing test: did not perform due to r&d request. Tested on transmitter functional tester: did not perform due to r&d request. Performed share log review and device failed. The reported event of loss of connection was confirmed. The root cause of the issue is a defective transmitter.